Event description:
It was reported that during a stent procedure, after deployment of the stent, upon removal of the stent delivery system (sds), difficulties were encountered pulling the balloon into the guiding catheter. The sds was pulled slightly and the distal portion of the sds was noted to remain in the guiding catheter. A syringe was used to successfully retrieve the separated distal portion of the sds. Reportedly, there was no patient injury.